Event description:
It was reported that the lens was implanted into the patient's sulcus, but the haptic broke so the surgeon explanted it. The lens was replaced successfully with another CT lucia lens with no injury to the patient.

Manufacturer narrative:
The surgeon stated that the lens was implanted into patient's sulcus. CT lucia 621p was designed to be implanted into the capsular bag, sulcus implantation is off label use. Based on the information provided, the risk assessment for the lucia product and based on our experience we have determined that the following factor may have cause or contributed to the reported issue is but is not limited to: · misplacement of the lens. This which may occur during ovd application, the cannula may catch the edge of the lens or haptic; thus, removing the lens off the "track" which is inside the cartridge. This may also cause the lens to fold improperly. The lens should fold in a "u" shape and if it does not this will cause the lens to not eject correctly and could even cause the lens to get damaged. · inadequate application of ovd. The IFU asks for generous amount of ovd to be applied, which covers the lens and the blue cushion. If ovd is not placed on the blue cushion advancement of the plunger may be inhibited by high frictional force and appear to become stuck. · dwell time after preparation: the IFU recommends that after the lens is advanced into the conical section the lens must be injected immediately. Dwell scenarios where the lens sits in this position for a prolong time prior to injection may lead to stuck iol issue. Viscoelastic materials may lose their lubricity if allowed to stand too long. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release.